Event description:
It was reported that: at the end of the case, the user was unable to switch from auto to bag on the selector valve. The dr stated it was not the first case of the day and that the was user initially able to manually ventilate the pt on the anesthesia machine. The dr stated the pt was extubated and was breathing spontaneously. No pt injury.